Manufacturer narrative:
Reported event: an event regarding revision due to arthrofibrosis involving an unknown triathlon insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device ID, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: triathlon size 5 ps femoral component, cat#unknown. Femoral component, lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left knee was revised due to arthrofibrosis. A triathlon size 5 ps femur and 5x9 ps insert were revised to a triathlong size 5 ts femur with a 12x100 stem and a 5x9 ts insert.